Event description:
An initial report of the potential for patient hospitalization was received by united therapeutics on 22-sep-2023 and forwarded to millyard advanced medical products, llc on 23-sep-2023. The patient reported that during a cassette change, she had remodulin leak into her pump, making it inoperable. When she attached her new cassette to the backup pump, it alarmed pump error. A nearby clinician had new remunity pumps on hand and was able to restart the patient on remodulin therapy. The clinician stated that the patient did not experience any symptoms and her vitals were stable. Products identified as being associated with the complaint were received 05-oct-2023. However, the logs from returned products indicate that they were not used for treatment on the day of the complaint. Despite no report of hospitalization, death or serious injury, this issue is being reported out of an abundance of caution.